Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 46-year-old female patient who had essure (batch no. 50647767) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 3 years 11 months after insertion of essure. On an unknown date, the patient experienced adverse event ("several physical complaints / impeded in her normal daily functioning / suffering from injury") and musculoskeletal discomfort ("damage on joints"). The patient was treated with surgery (essure was removed together with the ovaries and parts of the uterus). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown, the adverse event had resolved and the musculoskeletal discomfort had not resolved. The reporter provided no causality assessment for adverse event, medical device removal and musculoskeletal discomfort with essure. The reporter commented: after removal most physical complaints have disappeared. Most recent follow-up information incorporated above includes: on 25-feb-2020: reporter was added: lawyer. Patient's name and initials were amended. Essure lot number was provided. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 46-year-old female patient who had essure (batch no. 50647767) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 3 years 11 months after insertion of essure. On an unknown date, the patient experienced adverse drug reaction ("several physical complaints / impeded in her normal daily functioning / suffering from injury") and musculoskeletal discomfort ("damage on joints"). The patient was treated with surgery (essure was removed together with the ovaries and parts of the uterus). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown, the adverse drug reaction had resolved and the musculoskeletal discomfort had not resolved. The reporter provided no causality assessment for adverse drug reaction, medical device removal and musculoskeletal discomfort with essure. The reporter commented: after removal most physical complaints have disappeared. Lot number: 50647767, manufacture date: 2012-02, expiration date: 2015-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-mar-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe (chronic) pain in the abdomen') in a 46-year-old female patient who had essure (batch no. 50647767) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), 3 years 11 months after insertion of essure. On an unknown date, the patient experienced adverse drug reaction ("several physical complaints / impeded in her normal daily functioning / suffering from injury"), musculoskeletal discomfort ("damage on joints"), back pain ("back pain"), arthralgia ("hips pain"), headache ("head pain"), fatigue ("extreme and chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), menstrual disorder ("menstrual cycle changed"), abnormal uterine bleeding ("abnormally heavy bleeding"), hypersensitivity ("allergic reactions") and mood swings ("mood swings") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure was removed together with the ovaries and parts of the uterus). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, back pain, arthralgia, headache, fatigue, amnesia, disturbance in attention, menstrual disorder, abnormal uterine bleeding, hormone level abnormal, hypersensitivity and mood swings outcome was unknown, the adverse drug reaction had resolved and the musculoskeletal discomfort had not resolved. The reporter provided no causality assessment for abdominal pain, abnormal uterine bleeding, adverse drug reaction, amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, hormone level abnormal, hypersensitivity, menstrual disorder, mood swings and musculoskeletal discomfort with essure. The reporter commented: after removal most physical complaints have disappeared. Lot number: 50647767 manufacture date: 2012-02 expiration date: 2015-02 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2022: adverse event "medical device removal" changed to "severe (chronic) pain in the abdomen"; also "back pain", "hips pain", "head pain", "extreme and chronic fatigue", "memory loss", "concentration problems", "menstrual cycle changed", "abnormally heavy bleeding", "hormonal problems", "allergic reactions", "mood swings" added to the case; reporter added; removal information added we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('severe (chronic) pain in the abdomen') in a 46-year-old female patient who had essure (batch no. 50647767) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), 3 years 11 months after insertion of essure. On an unknown date, the patient experienced adverse drug reaction ("several physical complaints / impeded in her normal daily functioning / suffering from injury"), musculoskeletal discomfort ("damage on joints"), back pain ("back pain"), arthralgia ("hips pain"), headache ("head pain"), fatigue ("extreme and chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), menstrual disorder ("menstrual cycle changed"), abnormal uterine bleeding ("abnormally heavy bleeding"), hypersensitivity ("allergic reactions") and mood swings ("mood swings") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure was removed together with the ovaries and parts of the uterus). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, back pain, arthralgia, headache, fatigue, amnesia, disturbance in attention, menstrual disorder, abnormal uterine bleeding, hormone level abnormal, hypersensitivity and mood swings outcome was unknown, the adverse drug reaction had resolved and the musculoskeletal discomfort had not resolved. The reporter provided no causality assessment for abdominal pain, abnormal uterine bleeding, adverse drug reaction, amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, hormone level abnormal, hypersensitivity, menstrual disorder, mood swings and musculoskeletal discomfort with essure. The reporter commented: after removal most physical complaints have disappeared. Lot number: 50647767. Manufacture date: 2012-02. Expiration date: 2015-02. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 23-mar-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, 3 years 11 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced adverse event ("several physical complaints / impeded in her normal daily functioning / suffering from injury") and musculoskeletal discomfort ("damage on joints"). The patient was treated with surgery (essure was removed together with the ovaries and parts of the uterus). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown, the adverse event had resolved and the musculoskeletal discomfort had not resolved. The reporter provided no causality assessment for adverse event, medical device removal and musculoskeletal discomfort with essure. The reporter commented: after removal most physical complaints have disappeared. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: medical device removal: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: this case was received from the (B)(6) health care inspectorate ((B)(6)) in a bulk with reports they received from consumers. Reporter information was updated and new reporter was added. Category "invalid case" was deleted, and the incident category was updated to incident due to removal of essure on (B)(6) 2017. Event "damage on joints" and "medical device removal" were added, and event's outcome were updated. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.